Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular (rv) lead exhibited high out-or-range defibrillating impedance. Upon interrogation during in-clinic follow-up, it was found that the rv lead also exhibited high capture threshold. No intervention was performed. Patient condition was stable.